Event description:
It was reported that during the procedure, the depth gauge did not have a hook on the end making it difficult to measure the screw length. This event resulted in a delay of over thirty minutes. Patient outcome: no adverse effect reported as a result of this event.